Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the tracheal intubation fiberscope exhibited the insertion section flexible tube coating peeling and the insertion section flexible tube display disappearing. There were no reports of patient involvement.

Manufacturer narrative:
It was observed during the device inspection, that the tracheal intubation fiberscope exhibited a marking on the insertion tube of the insertion section disappeared. There were no reports of patient involvement. Correction to b5 for information inadvertently left out of previous report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions for the tracheal intubation fiberscope lf-tp/dp/gp chapter 3, ¿preparation and inspection¿ section 3.2, ¿preparation and inspection of the endoscope¿ describes how to inspect for the subject events. Olympus will continue to monitor field performance for this device.